Event description:
It was reported that during an open sigmoidectomy, the reported tcr75 was damaged when it was loaded into a device at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) - cartridge. The analysis results found that the tcr75 reload was received with the reload forks damaged and fully loaded with staples. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.